Event description:
It was reported that during a pta treatment procedure involving a very calcified lesion in an unspecified vessel in the leg, balloon removal difficulties were encountered. Following successful intervention, while pulling the balloon back into the sheath, the end of the balloon broke off inside the pt. The physician was able to retrieve the detached portion with an unspecified type of sheath and successfully completed the case. The physician's assessement was that the long length of the balloon made it difficult to rewrap the balloon properly. No pt injuries or complications were reported. Pt status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the sfp could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.